Event description:
Heartware patient presented emergently to local emergency department with stroke symptoms in the setting of coumadin (international normalized ratio (inr) 2.4) and aspirin 325 mg. Cat scan revealed right middle cerebral artery (mca) stroke requiring emergent (and successful) thrombectomy. Patient was then transferred to this lvad center, where hemorrhagic conversion of the stroke was found (the same day), requiring emergent craniectomy and evacuation of hematoma. Patient survived with significant neuro deficits including left side hemiparesis and aphasia. Review of the lvad history revealed compromised lvad performance during the timeframe around the initial onset of stroke symptoms; waveforms did eventually return to baseline.